Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) device and transvenous defibrillation lead exhibited an out-of-range pacing impedance measurement and increase pacing thresholds.